Manufacturer narrative:
Received one used list# ch2000s-c, spinning spiros® closed male luer, red cap. Lot# 4750947 and one bd pump set and one used container 1000 ml, 0.9% sodium chloride injection, usp, manufacturer b/braun. The alaris pump set male spin luer collar was confirmed to be loosely connected to the female luer of the activated and spinning freely female luer of the used ch2000s-c spinning spiros. There was leakage confirmed at the o-ring to poppet interface. The probable cause of the leaking spiros is due to a molding anomaly on the sealing surface of the poppet sub-component. A device history review (DHR) lot# 4750947 and relevant commodities were reviewed, and a molding anomaly on the sealing surface of the poppet sub-component was found that can result in leakage at the poppet/o-ring interface.

Manufacturer narrative:
The device was received for evaluation. The investigation is not yet complete.

Event description:
The event involved a spinning spiros® closed male luer, red cap that the customer reported a leak while the patient was receiving a one liter combination bag containing, etoposide, doxorubicin, vincristine. The customer reported there were no issues identified during the initial spinning spiros pre-testing/set-up the infusion was set up and began without any issues. The leak was not detected until 75% of the chemotherapy bag was done infusing. The nurse noticed the leak was at the spiros and the IV tubing connection site.the chemo spot was noted on the patient's gown. The patient was given a new gown. The line infusing the chemotherapy was removed and reattached to the patient. The infusion was restarted and monitored for any further leaking. The chemotherapy spill protocol was by the facility. There was patient involvement, however, no report of harm and no adverse event.